Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, it was revealed that the patient's atrial lead exhibited over-sensing due to noise. Multiple episodes of inappropriate mode switching were noted. Programming changes were made. The patient was stable.